Event description:
It was reported that a little rubber piece came out of the reservoir compartment as the customer was changing her infusion set. The rubber piece was needed to hold the reservoir in place. No glucose readings provided. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube, cracked battery tube threads and a cracked case at display window corners.